Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. An external visual inspection showed the front panel bezel was damaged. There was dried fluid within the cassette compartment on the top cover. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 8800ml treatment-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, patient pressure sensor calibration check, a voltage calibration check, catch-post hipot test, patient hipot test, and a current leakage test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover behind the front panel. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021 while undergoing pd therapy. During follow-up, the primary pd registered nurse (pdrn) reported at approximately 2:00 pm the patient¿s spouse discovered the patient had expired while connected to his liberty select cycler. The specifics and timeline of events are predominately unknown. However, the pdrn reported the patient¿s spouse contacted emergency medical services (ems) but the patient was unable to be revived. The spouse reported the patient was not using his glucose monitor for approximately two weeks prior to his passing, although no rationale was provided. The pdrn reported the cause of death was a cardiopulmonary arrest of unknown origin. Additional information was requested (e.g., discharge summary, treatment data, esrd death notification , death certificate), however the documents were unavailable due to computer issues. It was not reported if the patient¿s liberty select cycler was returned to the manufacturer. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiopulmonary arrest and death, as the patient was undergoing ccpd therapy when he expired. The definitive cause of the patient¿s cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without treatment data, death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021 while undergoing pd therapy. During follow-up, the primary pd registered nurse (pdrn) reported at approximately 2:00 pm the patients spouse discovered the patient had expired while connected to his liberty select cycler. The specifics and timeline of events are predominately unknown. However, the pdrn reported the patients spouse contacted emergency medical services (ems) but the patient was unable to be revived. The spouse reported the patient was not using his glucose monitor for approximately two weeks prior to his passing, although no rationale was provided. The pdrn reported the cause of death was a cardiopulmonary arrest of unknown origin. Additional information was requested (e.g., discharge summary, treatment data, esrd death notification , death certificate), however the documents were unavailable due to computer issues. It was not reported if the patients liberty select cycler was returned to the manufacturer. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of cardiopulmonary arrest and death, as the patient was undergoing ccpd therapy when he expired. The definitive cause of the patients cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patients cardiac arrest and subsequent death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when she expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without treatment data, death certificate, esrd death notification, and/or autopsy report, this clinical investigation cannot disassociate the device from the serious adverse events.